Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced being dizzy, ¿jitty¿, and lightheaded, and when the cgm device was checked it stated, ¿brief sensor issue¿. When a fingerstick was taken by the husband the blood glucose reading was 39 mg/dl. The patient was treated with a glucagon injection by the husband. Twenty to thirty minutes after the treatment the blood glucose reading was 117 mg/dl. No further treatment was reported to be needed, and the patient was not brought to the hospital. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.